Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation. Further investigation is required to determine if the device may have caused or contributed to the serious injury.

Event description:
Leica microsystems (B)(4) received a complaint on (B)(6) 2016 from (B)(6) stating that the surgeon suspects the high temperature of leica m530 oh6 surgical microscope xenon lamp is the root cause that allegedly caused a patient (pt-2-jp) to go blind after neurosurgery. Further investigation is required to determine if the device may have caused or contributed to the serious injury.

Manufacturer narrative:
This is a final report. Investigations have been conducted by the specification developer. The actual device was evaluated and there is no indication that the device is not functioning as expected. A review of the manufacturing and production records of the affected was also performed. Based on the results, all tested parameters as required in the records were within specification. The complaint database was also reviewed and there was no similar or identical complaints indicating a blindness or damage to the eyesight in any of the complaints. In addition, a simulated use testing was conducted. Furthermore, clinical experts were questioned/interviewed to evaluate if the alleged complaint can be confirmed. Based on the result of the simulated use testing and the interview with the clinical experts, it is unlikely that the heat from the surgical microscope illumination could cause damage to the optical nerve as alleged by the complainant. Based on the results of various investigations, the alleged complaint cannot be confirmed. Therefore, it can be concluded that the affected device operated within specification and that the affected device did not contribute or cause to the adverse event (loss of vision).